Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by a door hasp. A field service engineer removed the hasp from the fridge, cleaned off old glue pads and installed a new door hasp the device. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system had a remote manager - refrigerator door failure. The users were able to issue the medications, but there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.